Manufacturer narrative:
H3 device evaluation: lens was returned in a micro-centrifuge vial, dry with residue and debris on the lens. Visual inspection found no visible damage to the lens and debris and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -17.50/2.5/099 (sphere/cylinder/axis), implantable collamer lens was implanted and removed from the patient's right eye (od) on (B)(6) 2020 due to excessive vault. A shorter length lens was implanted on (B)(6) 2020. This resolved the problem.